Manufacturer narrative:
Unit received with cracked case on battery tube area. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, missing serial number label, missing end cap address label and corrosion in battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack in the back of insulin pump. Customer's blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.